Event description:
A report was received from the field indicating that eight (B)(4) doppler probe pencils model no. 832-1900-11 were processed in the sterrad 100nx for about three months and now the glue at the tip of the pencil of the probe is coming off/chipping at the edges, and the probes are no longer working. The caller also alleges that the asp sales rep told them that any item processed in the sterrad 100s could be processed in the sterrad 100nx and that before they purchased their units, they provided the sales rep a list of items to be checked for sterilization compatibility with the sterrad 100nx. The asp sales rep was contacted and she reports that she advised the customer to review the device's user guide and to contact the MFR of the device for guidance before processing the device in the sterrad 100nx unit. The customer contacted MFR (B)(4) on (B)(4) 2009 and they provided the customer processing instructions for the device. The MFR's guide for cleaning the probes indicates that they should only be processed in a sterrad 100s. The report is for the fourth device.

Manufacturer narrative:
(B)(4) other: damaged device. The initial reporter of this complaint has provided two possible serial numbers for the sterrad unit involved in this complaint (B)(4). Additional info received from the customer indicates the age of the device as 5 months and that the device is used on a daily basis. The number of cycles for this device is unk. The device has not been previously damaged. The device is cleaned by hand. Cleaning solutions include renuzyme plus and getinge. Rinsing is performed under running water. There have been no changes to the cleaning process or products used for cleaning the device. Type of sterilization or high level disinfection modalities include sterrad and ethylene oxide (eto) gas. There are no photographs for the damaged device. There is no third party repair report. The device is available to be sent to asp, however, because asp is not the MFR of the damaged device, an analysis of this device cannot be performed. This is one of eight 3500a reports being submitted for this product malfunction. Please ref MFR report numbers: 2084725-2009-00404, 2084725-2009-00405, 2084725-2009-00406, 2084725-2009-00408, 2084725-2009-00409, 2084725-2009-00410, and 2084725-2009-00411.